Event description:
Customer had been getting high blood readings of 300 to 400mg/dl. Went to the doctor and was given glipizide (1 10mg tablet) and raised the dosage of avandia. Eight hours after the dose of 10mg of glipizide the customer crashed and had seizures. The paramedics were called and they received a result of 27mg/dl on their device and the customer device gave a reading of 147mg/dl. The customer was given glucose and monitored hourly to bring up blood glucose. Spouse states meter reading falsely led to the change in medication which made the pt get too low and required hospitalization. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.